Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material in image guide corrugated tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the information obtained, it is possible that the foreign object could not be removed even with proper reprocessing due to physical damage to the device. However,a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.